Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference number: 3008452825-2020-00429, 3008452825-2020-00430, 3008452825-2020-00431, 3008452825-2020-00432, 2182269-2020-00073. During an paroxysmal atrial fibrillation ablation procedure, a pericardial effusion occurred. Near the end of the procedure, the patient became hypotensive. A transthoracic echocardiogram confirmed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device during the procedure. The patient has remained in stable condition.